Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output or capture in the atrial channel following the implant procedure. The wound was reopened and the physician verified the setscrews to be tight, the lead fully inserted and that the atrial lead could not be pulled. Evaluation of the atrial lead showed excellent thresholds. Another model 950 was then connected to the system and functioned appropriately. The physician elected to leave the new model 950, serial number 228824 implanted.